Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the field: g2 (health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause for the event could not be determined. However, it is likely that "no image on monitor screen intermittently" and "all led of front panel continuously glowing intermittently" occurred due to main board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the printed circuit board failure. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, video system center, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was no image on monitor screen intermittently and all led of the front panel continuously glowing due to faulty main board (cm board). This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.